Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2005, and gynecare tvt-e was implanted. It was reported that the patient experienced pain and protrusion, rectocele, cystocele, erosion, and extrusion. It was reported that the patient underwent revision surgery on (B)(6) 2006 and another removal surgery of mesh on (B)(6) 2012. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported. The manufacturing number is c25-2886.

Manufacturer narrative:
Correction: b1, h1, addtional information: d5, e1, h6, h11. H11: product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The manufacturing number is (B)(4).